Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The doctor of the user facility commented that the device had no abnormality and was not related to the unstable patient's vital signs. The exact cause of the reported event could not be conclusively determined. Omsc surmised that falling out of the distal cover was attributed to the applied stress to the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Olympus was informed about the device as the following. The bending cover had leakage. There were serious wrinkles at the insertion section. The suction cylinder was worn. Object lens was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure when the user checked the device, the user found that the distal end cover of the device could not be pulled out. During the procedure, the user found that the distal end cover fell into the duodenum of the patient. The doctor tried to remove the distal end cover by using forceps and talk to the patient. However, there was no obvious response from the patient and the patient's vital signs were not stable. The doctor stop the procedure and took emergency treatment. After emergency treatment, the patient's vital signs became normal. The doctor commented that the distal end cover was out of the patient's body by natural defecation. The patient was not been discharged.